Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor warm up pie chart displayed during the active sensor session. Date of issue is an approximation. The sensor was inserted into the leg on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the leg. Dexcom labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).